Manufacturer narrative:
(B)(4). Date sent to FDA: 2/13/2018 additional information was requested and the following was obtained: initial procedure date - exact procedure date unknown, but sometime in january. Was a dressing placed over the incision? If so, what type of cover dressing used? Uses an abd and ace bandage over prineo immediately post op is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? It is unknown if the patient has allergies or hypersensitivity and no patch or sensitivity tests were performed. Do you have the product code and lot number involved - product code clr222us lot number unknown what is the physicians opinion of the contributing factors to the reaction? Physician believes that the patient had an allergic reaction. What is the most current patient status? Patient is healing is the product or representative sample (product from the same lot number) available for evaluation? Other samples from same lot number unavailable because initial lot number is unknown patient demographics: initials / ID; age or date of birth; bmi ; gender - only demographics known is that patient is male. Patient pre-existing medical conditions - unknown pre existing conditions was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown whether prineo was used previously.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date what was the angle of the knee during application? Please describe how was the adhesive applied on the tape was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved what is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions for female patients ask: was the patient exposed to similar products, such as artificial nails was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a knee surgery on an unknown date and topical skin adhesive was used. The surgeon used chloraprep prior to making an incision for the surgery. One week after the surgery where the topical skin adhesive was used the patient presented with a reaction to the topical skin adhesive with redness and blistering around the mesh. The mesh was removed and the area was cleaned and an avp dressing was applied. The patient was put on prophylactic antibiotics. Additional information has been requested.